Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis confirmed a discontinuity in the positive and the negative coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the broken end. However, due to metal dissolution the fracture mechanism cannot be ascertained. The positive coil mate end at the 2nd portion of the lead shows appearance suggesting that the coil was exposed to some type of electro-cautery tool as indicated by the appearance of the strands. Also, two strands of the positive coil show appearance suggesting that a stress-induced fracture has occurred on the strands. However, due to the coil being exposed to electro-cautery a conclusive fracture mechanism cannot be ascertained. Images of the negative coil (broken ends at the 1st and 2nd portion of the lead) and strand segment found in the vicinity of the mating end to the 1st portion show appearance suggesting that a stress-induced fracture (due to rotational forces) occurred on the coil. Also, secondary fissures were noted in the vicinity of the broken strands and strand segment. One strand of the negative coil (mate end) and one end of the broken strand segment show appearance suggesting that pitting or electro-etching condition occurred on the coil strands. Abrasions were noted on the inner and out silicone tubing. The silicone tubing of the lead coils appears to have been torn in 2 locations most likely caused during the explant procedure. The overall appearance of the lead at the lead body is consistent with patient manipulation of the implanted device, a "twiddler". Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms) during an office visit on (B)(6) 2015. X-rays were taken and were reported to show a gross lead fracture. X-rays were provided to the manufacturer for review. Due to the poor quality of the images provided, the generator and a large portion of the lead could not be assessed. No gross lead fractures were observed in the portions of the lead that could be assessed. Follow-up revealed that the patient would rub his skin where the felt the lead. The patient underwent lead replacement surgery on (B)(6) 2015. When the lead incision site was opened, the surgeon observed a lead fracture at the electrode site and fibrosis. The fibrotic tissue was resolved from the nerve and a new lead was implanted. The replacement lead was tested with the existing generator and diagnostic results showed normal device function. The explanted lead has been returned to the manufacturer where analysis is currently underway.